Event description:
It was reported that a solution administration set was missing its roller clamp. There was no patient involvement as this was identified prior to patient use. No additional information is available.

Manufacturer narrative:
(B)(4). (B)(6). Evaluation summary: the device was returned for evaluation. Visual inspection identified a missing roller clamp, verifying the reported condition. A review of all batch record documents was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. The cause of the condition was determined to due to a manufacturing issue. In order to further investigate this condition, a CAPA was opened. Should additional relevant information become available, a supplemental report will be submitted.